Event description:
Lead dislodged into atrium; unable to pass stylet, so lead was removed. 5568 dislodged; could not see fluoro evidence of helix advancing/retracting for repositioning. 5076 dislodged into atrium; unable to pass stylet, so lead was removed.